Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced multiple intermittent inaccuracies with multiple sensors. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer performed a calibration and cgm readings became accurate.